Event description:
During a surgical procedure, the tip of the inner sheath detached and fell into the pt's bladder. The surgeon was able to recover the tip with no pt harm.

Manufacturer narrative:
Visual inspection of the instrument confirms that the ceramic tip is broken off at the tube. A circular portion of the ceramic tip remains glued secure inside the end of the sheath tube. Numerous dents are noted along the entire length of the steel tube. A search of prior incidents for this type of instrument was performed with the same or similar verbiage in the problem description. The document search reveals several potential root causes as follows: a broken ceramic tip has been reported numerous times from our customers. In all cases, acmi has consistently proven the damage to be caused by customer abuse. A common cause for the breakage is excessive lateral force on the instrument during insertion or removal from the cysto sheath. This mishandling is cautioned against in the instruction for use manual that is shipped with the instrument. Another noted cause has been determined to be customer abuse that occurs due to mishandling of the instrument such as dropping the instrument, hitting the tip against other instruments or against sterilization containers.